Event description:
A patient reported they got their new programmer and they only had access to one program and had tried 6 different settings, and they did not work. Patient programmer (pp) functionality was reviewed with the patient. The patient also reported they were feeling stimulation in their foot. They had achilles tendon surgery and they were not sure if it was the surgery or the stimulation they were feeling in their foot. It was hard for them to tell because everything was numb and weird from the surgery, but at the time of the report, they knew it was the stimulator. When they turned stimulation off, the stimulation in the foot would go away. The patient stated they were on program 1 and they would switch to program 4 when they got the additional programs added to their new programmer. They stated they knew that program 4 would resolve the issue. The patient stated they would follow up with their healthcare provider (hcp) the week after the report. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.